Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the system extraction was not product related. No adverse patient effects were reported. The rv lead was explanted.